Event description:
It was reported that during patient use, the ventilator made an abnormal noise however, the ventilator continued to cycling. The patient was transferred to an alternate ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The pump was received for evaluation. Visual inspection showed black particulate in the bearing chamber, and worn linear bearings. The device was connected to a test ventilator unit, which was booted into diagnostic mode, and the motor was running at a low speed. The pump began to squeak and grind. The customer reported complaint was verified.

Manufacturer narrative:
(B)(4).